Manufacturer narrative:
Further information was requested but not received. (B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: MDR-(B)(4). It was reported that no sensing was noted on the right ventricular lead and the right atrial lead showed an anomaly. The leads were capped on (B)(6) 2019. Only the right ventricular lead was replaced.

Event description:
Related manufacturer reference number: 2017865-2019-05717.

Event description:
New information noted that the right atrial lead was capped due to patient anatomy could not accommodate the new lead. The physician decide that an atrial lead was no longer needed. The right ventricular lead exhibited low impedance, undersensing and small externalization in the heal of the lead. A chest x-ray confirmed a small externalization of conductor. The patient was stable.